Event description:
Based on info reported to davol by the sales rep and the surgeon: on (B)(6) 2012, the surgeon placed a xenmatrix graft as a bridge repair in a medically complex pt. This was the surgeon's first time using this product, however, he is an experienced biologic user. The surgeon spoke with the sales rep regarding the xenmatrix use and application prior to the implant. The specifics that sales rep provided to the surgeon regarding maintaining hydration are in support of the standard of care identified in the IFU. The implant was performed at the pt's bedside in the ICU. A wound vac was placed over the xenmatrix. The wound vac settings are not known. A moist, non-adherent dressing was placed between the graft material and the wound vac. On (B)(6) 2012, about a week later, the surgeon accessed the wound. The xenmatrix appeared to have fractured at the lateral edge. (Unk which edge regarding orientation of the graft). The sutures were noted to be intact. The pt was taken to the operating room and underwent explant of the xenmatrix. A non-bard graft was placed at this time. The surgeon reported the pt is in stable condition.

Manufacturer narrative:
It was reported that the device was used as a "bridge" repair on a large hernia at an eviscerated site and that a f/u add'l procedure was expected at the time of the graft implant. After implant, the graft appeared to have fractured at a lateral edge. Specifics regarding the pt's wound treatment were not provided. The IFU states: "when unable to close skin over the xenmatrix surgical graft, ensure that the implant remains moist. Avoid drying of the implant through "continued suction devices: as this may negatively impact the performance of the implant." A mfg review was performed and did not find any discrepancies. Additionally, no sample has been returned; therefore, we are unable to perform a device eval. Based on the info provided regarding the pt's course of treatment, we are unable to determine whether the graft may have caused or contributed to the reported event. If add'l info is provided, a supplemental MDR will be submitted.